Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. This complaint is being reported as a suspected pneumoperitoneum had occurred based on the limited information received. Pneumoperitoneum is a known complication of peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2016, patient in (B)(6) experienced respiratory distress after the placement of percutaneous endoscopic gastrostomy (peg) tube due to air injection. The patient has been admitted to ICU since (B)(6) 2016. No additional information is available.